Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing as it failed to recognize an open door. Service evaluation verified this condition. The cause was identified to be a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device failed to recognize an open door state. There was no patient involvement. No additional information is available.